Event description:
I am scheduled for a total hysterectomy on (B)(6) 2021 due to issues with an implanted medical device called essure. The begin date listed was the consultation date with my surgeon for the hysterectomy not the start of problems. The headaches started first. As early as a few months after the surgery. I have medical records documenting them from 2013. I've also experienced the following symptoms as well since the device was implanted, chronic pain, fatigue, back pain, hip pain, neck and shoulder pain, anxiety, depression, pelvic pain, brain fog. FDA safety report ID# (B)(4).